Event description:
It was reported that after approximately 4 days of intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. The customer reports the patient was repositioned 5 minutes prior of the failure occurring. Troubleshooting did not produce a fix. The customer was advised to discontinue the use of the fiber optic arterial pressure (ap). They were guided in successfully connecting, zeroing and using the transduced inner lumen. The iab was in use for approximately 7 days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were observed on the catheter tubing and inner lumen approximately 76.2cm and 63cm from the iab tip. An additional kink was found on the catheter tubing approximately 33.5cm from the iab tip. Additionally, the optical fiber was found to be broken 26.7cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. Troubleshooting did not produce a fix. The customer was advised to discontinue the use of the fiber optic arterial pressure (ap). They were guided in successfully connecting, zeroing and using the transduced inner lumen. There was no patient harm or adverse event reported.